Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via online chat and stated that while his sister was brushing her teeth, she ended up with the brush part of the head and metal pins in her mouth from the toothbrush. No injury was reported.